Event description:
Customer was hospitalized due to low blood glucose. He was unconscious. Pump passed all tests and settings are correct.

Manufacturer narrative:
Unit alarmed motor error during testing due to a faulty sensor, which prevented further testing.